Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. It was also reported that the atrial lead was undersensing the p waves. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-45, lead, implanted: 1998 (B)(6). (B)(6).